Event description:
It was reported during a routine, that the cs300 intra-aortic balloon pump (iabp) unit had an autofill failure. Thee was no patient involvement.

Manufacturer narrative:
Additional information - e1(event site telephone : (B)(6). A getinge field service engineer evaluated the unit and could not duplicate the reported issue. Errors show it could be a leak in circuit however the circuit was not available to test. During inspection it was found that the safety disk had expired; it was replaced. Unit passed all functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
There was no patient involvement.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) unit autofill failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.